Event description:
(B)(4). Same case as MFR report #: 2134265-2009-07262. It was reported that following a coronary drug eluting stenting treatment procedure, the patient experienced chest pain. The 10mm and 98% stenosed target lesion was located in the mid right coronary artery (rca). There was a reference vessel diameter of 3.5mm. The lesion was predilated and 3.5x20mm and 3.5x24mm taxus express2 stents were deployed followed by post dilation resulting in 0% residual stenosis. The same day, following the index procedure, the patient experienced chest pain described as a dull ache that was possibly cardiac related. The event was treated with medication and was reported to resolve without residual effects and the patient was discharged 1 day post index procedure on aspirin and clopidogrel. It was further reported that the index lesion in the proximal rca was a type b1 lesion according to the acc/aha classification system. The distal flow was normal prior to intervention. The lesion was 20mm in length and had moderate diffuse stenosis. The 3.5x24mm taxus express2 stent was deployed with a maximum inflation pressure of 14atm and post dilated with the stent balloon to a maximum pressure of 14atm. Concerning the lesion in the mid rca, it was reported to be a type b1 lesion with a normal distal flow prior to intervention. The lesion was predilated with a 2.5x15mm non-bsc balloon with a maximum inflation of 16atm. The 3.5x20mm taxus express2 stent was deployed at a maximum pressure of 16atm. The final outcome was defined as successful and the distal flow remained normal. The reported event of chest pain was reported to be a pain level of 1 out of 10 and was treated with oxygen.

Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt experienced chest pain. The 10 mm and 98% stenosed target lesion was located in the mid right coronary artery (rca). There was a reference vessel diameter of 3.5 mm. The lesion was predilated and 3.5 x 20 mm and 3.5 x 24 mm taxus express2 stents were deployed followed by post dilation resulting in 0% residual stenosis. The same day, following the index procedure, the pt experienced chest pain described as a dull ache that was possibly cardiac related. The event was treated with medication and was reported to resolve without residual effects, and the pt was discharged 1 day post index procedure on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.